Event description:
Pt underwent placement of a 24mm x 14mm diameter x 16.5cm length aneurx bifurcated stent graft in 2000 for the endovascular treatment of an abdominal aortic aneurysm. The pt has a history of severe peripheral vascular disease. A consultant review and analysis of the CT scan and angiogram performed in 5/00 demonstrated a level 3 case and angiogram performed in 5/00 demonstrated a level 3 case indicating difficult iliac access and anatomically challenging. The physician reported that there might be some difficulties with the implant due to a short proximal neck (13-15mm) and a tortuous left iliac system. The reviewer suggested entry from the right side with a 24 x 14 x 16.5 device. He noted care must be taken not to pull the graft from the neck during removal of the bullet. He recommended a 16fr sheath be placed through the left iliac system to check if it would straighten the anatomy for contralateral gate deployment. No follow-up films or scans of the device are available for review. It was reported that a proximal endoleak was noted on review of films of an unknown date, and a decision was made to convert the pt with open repair. The stent graft was explanted in 2001. The explant procedure reports that there was a superior attachment endoleak with graft migration of the superior site of approximately 8mm with a weak proximal tissue attachment but strong tissue attachment of the mid body and legs bilaterally. An 18 x 9 bifurcated hemashield graft was used to successfully convert the pt. Despite many attempts to obtain info, no add'l info is available. The pt tolerated the procedure well with no complications. There has been no add'l adverse clinical sequelae reported related to this event. The explanted device is pending return for analysis.

Event description:
The explant analysis/investigation concluded that the info relating to neck diameter, degree of calcification and thrombus in the neck, neck angulation, proximal neck length and the proximal seal zone achieved at implantation are unk in this case; therefore, a definitive cause for migrtation and proximal endoleak cannot be determined. In this case, a short, angled neck may be the primary cause for migration and the proximal endoleak. The stent fatigue fractures noted on the explanted device are not likely to cause a proximal endoleak or distal migration, since they were not in the proximal seal zone, as evidenced by the 13-15mm neck. The consecutive suture breaks noted on the explanted device are not believed to have caused a loss of columnar strength as evidenced by the tissue surrounding the ipsilateral iliac bend near the area of consecutive suture breaks and hence not believed to be the cause for migration. The two abrasion induced holes noted on the explanted device are not likely to cause a proximal endoleak or migration.